Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit. The fse cleaned the contact face of the switch to turn it on again; however some strokes were found to not turn on the power. To fix the issue, the fse replaced the spare board solenoid pcb to observe the symptoms again and will offer a price to change the board later. The unit was not cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing of the cs100 intra-aortic balloon pump (iabp) some times the engine will not turn on and will sometimes turn off by itself. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The unit was taken out of clinical use as the customer has purchased a cardiosave. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.